Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Removal of the handle cap to inspect the internal components revealed a tear in the flush lumen close to the valve underneath the handle cap, indicating a potential leak path. An attempt to verify the defective area to leak was unsuccessful as deionized water was injected into the flush lumen port, and no leak was observed from this tear. Inspection of the hemostatic valves did not identify and abnormalities. It is possible that the flush lumen could have contributed to the reported event during use, however, due to the lack of existing leak or air ingress noted during testing, the cause of the allegation could not be confirmed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After insertion of the sheath while aspiration was performed, consistent air presence was noticed in the flush port. The physician attempted to aspirate the sheath multiple times to troubleshoot the malfunction, however, air bubbles were still present in the flush port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After insertion of the sheath while aspiration was performed, consistent air presence was noticed in the flush port. The physician attempted to aspirate the sheath multiple times to troubleshoot the malfunction, however, air bubbles were still present in the flush port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.